Manufacturer narrative:
Age of device: 5 years, 5 months, 11 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2018 the patient was admitted for stroke with signs and symptoms of slurred speech. At the time of the event, the patient¿s inr was therapeutic. "Ime" of the event. A computed tomography (CT) scan neck and perfusion scan showed a suspected clot in the superior vein, flacid right sided hemiplegia and dysarthria. There was no large arterial occlusion observed. The patient is on a pure diet and nasogastric intubation feeding tube for supplemental nutrition. Per the national institutes of health (nih) the patient¿s scale is 9. The patient has since been discharged to a subacute rehabilitation (sar) where the patient is working with therapy and medical management. No additional information was provided.

Manufacturer narrative:
Investigation summary: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported ischemic stroke could not conclusively be established through this evaluation. Additionally, an analysis of the log file provided by the account confirmed pi events, low flow alarms and a no external power event; however, a specific cause for these findings could not be conclusively determined through this evaluation. The hmii lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU contains information regarding pump speed, power, flow, and pulsatility index. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm. This document addresses all system controller alarms (including low battery power, no external power and low flow hazard alarms) and how to respond to such events. The heartmate ii lvas IFU and patient handbook also outlines battery charge levels, the fuel gauge display, visual and audible alarms, and how to exchange power sources. At least one system controller power lead must be connected to a power source at all times. Additionally, this IFU outlines the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(4) (documents 117349, 120450, 121027, and 122032) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). No further information was provided. The manufacturer is closing the file on this event.